Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A field service engineer remoted into the station and identified a failed drawer, which the pharmacy was able to recover. No repairs were needed, and the system functioned as intended after the investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not open, maintenance required. Recovered the storage and rebooted the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.